Event description:
It was reported by healthcare professional "I inserted the line and there was blood and fluid leaking from the hub of the powerglide. I was not sure but verified after some moving the line around it was not from the patient but the line itself was not intact. I had to pull line and place a new powerglide from a whole other kit."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regw3654 showed no other similar product complaint(s) from this lot number.